Manufacturer narrative:
It was reported that while walking with the device, the end-user experienced a fall. Reportedly, the walker "collapsed" as the "levers you push to close it failed." The end-user was taken to a local hospital emergency department (ed) by paramedics. A left foot x-ray was obtained in the ed which showed that the he experienced a fracture to his left 5th toe. Reportedly, the end-user also received an unidentified head scan and he "was cleared of any internal bleeding" and "head injuries." No additional diagnostics reported. No medical intervention reported. The end-user was not admitted to the hospital after evaluation in the ed. No follow-up care reported. No sample was returned to the manufacturer for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that while walking with the device, the end-user experienced fall and a fracture to his left 5th toe.